Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. Without device evaluation, a cause for the reported cuff miss could not be determined. A cuff miss can be influenced by numerous factors including, but not limited to, the inability to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall or patient anatomy. As the needle trajectory can be a contributor to a cuff miss, it is checked during manufacturing. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there is no indication of a product quality deficiency. In review of the available information, test criteria and database queries, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.